Event description:
Instructions for use step 4.b.2 "push the button". The button is jammed on all 5 of these units and will not deploy the device to the anatomy. I am an experienced previous user. It was not a user error. These units are defective. The result is no monitoring of glucose levels until a workable unit is received. This is not an inconvenience. It is an issue because glucose monitoring is vital for one with diabetes. / product details: ref stp-ft-012 - lot 1726109005, serial # (B)(6); lot 1726109005, serial # (B)(6); lot 1726121001, serial # (B)(6); lot 1726099007, serial # (B)(6); lot 1726099007, serial # (B)(6). Patient code: 4582. Device code: 4063, 4010, 2588, 2983. Reference report: mw5190525, mw5190526, mw5190527, mw5190528. This report captures: device # 1.